Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 1 week after the dental implant was installed in intraoral region #5, it was verified its non- osseointegration. The 45 ncm of primary stability was achieved and immediate load was executed. Patient presented insufficient bone quality/quantity (bone type iii).